Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 12mm amplatzer vascular plug 2 (avp2) was successfully implanted using a 6f non-abbott delivery sheath. Reportedly, 3 minutes after implant the 12mm avp2 embolized into the patient's arterial duct. Contrast was injected and it was noted that the contrast was still able to pass through the target vessel. The embolization was confirmed via angiography examination. The decision was made to explant the 12mm avp2 using a transcatheter snare and implant a replacement non-abbott device. The target vessel was successful embolized. The patient remained hemodynamically stable throughout the implant/explant procedure. There was no clinically significant delay in the implant procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of device embolization was reported. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a